Manufacturer narrative:
Additional information has been received which was not included in the initial follow-up report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h11 - updated additional investigation summary an attempt to reproduce the reported event using inpen (software version 8.1.0) installed on samsungs21 android 14 with was conducted and confirmed the issue is reproducible. This issue is confirmed the software did not successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document (B)(4) for us and (B)(4) for ous. After conducting a thorough investigation, we found that the issue is likely caused by app credentials being rejected by google cloud services (firestore/gcp) as invalid during use of features, services and accounts api calls. This prevents the app from successfully communicating with backend services, and the associated api call parameters as being invalid credentials. A problem ticket has been created to track and resolve the issue, and the related work is documented under (B)(4). A problem ticket has been created to track and resolve the issue, and the related work is documented under (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: as a workaround, we kindly ask that you logout and log back in to the inpen app whenever the issue appears. This would help resolve the issue temporarily. In addition, the development team is actively working on finding a permanent fix for this issue, and further updates will be provided as we progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using inpen (software version 8.1.0) installed on samsungs21 android 14 with was conducted and confirmed the issue is reproducible. This issue is confirmed the software did not successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document (B)(4). After conducting a thorough investigation, we found that the issue is likely caused by app credentials being rejected by google cloud services (firestore/gcp) as invalid during use of features, services and accounts api calls. This prevents the app from successfully communicating with backend services, and the associated api call parameters as being invalid credentials. A problem ticket has been created to track and resolve the issue, and the related work is documented under (B)(4). A problem ticket has been created to track and resolve the issue, and the related work is documented under (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: as a workaround, we kindly ask that you logout and log back in to the inpen app whenever the issue appears. This would help resolve the issue temporarily. In addition, the development team is actively working on finding a permanent fix for this issue, and further updates will be provided as we progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on no reminders anymore in the inpen application. The customer reported no adverse event. The event involved product(s) mmt-8061. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-8061.